Event description:
The customer reported that the pump unexpectedly shut off during a primary infusion of levophed on an adult patient. The patient experienced a period of hypotension with the systolic blood pressure less than 60 for approximately 30-60 minutes. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
The customer¿s report of the device unexpectedly shutting off was confirmed. Physical inspection of the device noted the instrument seal not intact, however the device has an intact 3rd party seal from select biomedical. The only observed anomalies were dull iui connectors with an unknown contaminant film. Analysis of the pcu event log shows a channel disconnect that occurred at 1:12 am on 01 december 2018 and the pca module was removed and then re-added to the system within 6 seconds. The user then restored and started the previous infusion running at 4ml/hr. The infusion ran until 7:05 am when the device was channeled off. The volume recorded as being infused during this period was 32.9192ml. During the infusion, there were two more channel disconnects of the pca module (6:10 am and 6:49 am). Each time, the pca module was re-added to the system within five seconds and the user was able to restore the previous infusion running at 4ml/hr. Review of the pcu event log shows that pca s/n (B)(4) was attached to the immediate right of pcu s/n (B)(4) as unit c. Functional testing was not able to replicate a channel disconnect between the pcu and pca module. It could not be determined if contamination on a pin or pins contributed to the channel disconnect but was later removed during the inherent wiping action of removing and attaching the pca module. The proximate cause of the customer¿s report of the device unexpectedly shutting off was due to a channel disconnect. The root cause of the channel disconnect was not identified.

Manufacturer narrative:
The patient was an adult. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Customer states patient was an adult.

Event description:
The customer reported that the pump unexpectedly shut off during a primary infusion of levophed on an adult patient. The patient experienced a period of hypotension with the systolic blood pressure less than 60 for approximately 30-60 minutes. There was no report of lasting harm caused to the patient.